Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged two discrepant results for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. For the first patient, the alleged sample initially generated a positive result for sars-cov-2. The same sample was retested on the same cobas® liat® system which yielded negative results for all targets. The same sample was retested a third time on the same cobas® liat® system which yielded a positive result for sars-cov-2 and negative results for influenza a and influenza b. For the second patient, the alleged sample initially generated a positive result for sars-cov-2 when the sample was tested on cobas® liat® system. The same sample was retested on the same cobas® liat® system which yielded negative results for all targets. The positive results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 mdrs will be filed.

Manufacturer narrative:
The most likely cause for the discrepancy observed is due to the samples having a low viral load, either from patients with a low titer or from lab cross-contamination. Note that samples near or below the lod of the test may generate wavering results on repeat testing. Throughout the data analysis, a systematic issue was not observed and a product problem was not found. (B)(4).